Event description:
This unit was sent to a covidien service center as a back to stock unit. Upon triage service found that the unit has copper wires showing on the power cord.

Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.